Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity since 1973 and uterine leiomyoma. In 2010, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), arthralgia ("achy joints"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("uti"), constipation ("constipation"), vulvovaginal pain ("vaginal pain") and flank pain ("right side") and was found to have hormone level abnormal ("hormonal changes"). In october 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In november 2010, the patient experienced hypersensitivity ("hypersensitivity/allergic or hypersensitivity reaction"), rash ("rash"), skin disorder ("skin condition") and migraine ("migraines / headaches"). In january 2011, the patient was found to have weight decreased ("weight loss"). In february 2011, the patient experienced dysgeusia ("metal taste"). In december 2011, the patient experienced insomnia ("sleeplessness"). In 2012, the patient experienced hypertension ("high blood pressure"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), fatigue ("fatigue"), visual impairment ("vision problems"), alopecia ("hair loss") and pruritus ("itching feeling"). The patient was treated with surgery (hysterectomy (full)-uterus and cervix removed). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, allergy to metals, cystitis, bladder disorder, urinary tract disorder, vaginal discharge, urinary tract infection, migraine, constipation, insomnia, vulvovaginal pain and flank pain outcome was unknown and the dysmenorrhoea, dyspareunia, menorrhagia, hypersensitivity, rash, skin disorder, fatigue, hormone level abnormal, tooth disorder, visual impairment, alopecia, weight decreased, dysgeusia, arthralgia, vaginal haemorrhage and pruritus had resolved. The reporter considered allergy to metals, alopecia, arthralgia, bladder disorder, constipation, cystitis, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, flank pain, hormone level abnormal, hypersensitivity, hypertension, insomnia, menorrhagia, migraine, pruritus, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2010 discrepancy noted in explant date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 15-nov-2010: result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain . Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs & mr received. New events were added: abnormal bleeding (vaginal, menorrhagia), uti, migraines / headaches, high blood pressure, constipation, sleeplessness, vaginal pain, right side pain and itching feeling. Onset date of the events were added: menorrhagia, hypersensitivity, bladder problems, urinary problems, dysmenorrhea (cramping), dental problems, hormonal changes, rash, skin condition, vaginal discharge, weight loss, metal taste and achy joints. Outcome of the event was updated to recovered from unknown: menorrhagia, allergic reaction, rash, skin condition, reporter information and medical history were added. On 5-dec-2019: fu 2 & 3 were processed together. Pfs & mr received. No new significant information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), rash ("rash"), skin disorder ("skin condition"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), visual impairment ("vision problems"), alopecia ("hair loss"), dysgeusia ("metal taste") and arthralgia ("achy joints") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, hypersensitivity, rash, skin disorder, allergy to metals, cystitis, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown and the dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, tooth disorder, visual impairment, alopecia, weight decreased, dysgeusia and arthralgia had resolved. The reporter considered allergy to metals, alopecia, arthralgia, bladder disorder, cystitis, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, rash, skin disorder, tooth disorder, urinary tract disorder, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: event injury was replaced with dysmenorrhea (cramping). New events - dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding), hypersensitivity, rash / skin condition, nickel allergy, migration, bladder infection, bladder problems, urinary problems, vaginal discharge, fatigue, hormonal changes, dental probs., vision problems, hair loss, weight loss, metal taste, achy joints were added. Outcome of event dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes, dental probs., vision problems, hair loss, weight loss, metal taste, achy joints had recovered / resolved. Reporter's information, patient demography added. Case is now incident. Incident: lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.